Event description:
It was reported that (2) tct75 were used during an unknown procedure. It was reported by the affiliate that the firing knob would not advance. Opened another device to complete the case. There was no adverse pt outcome.